Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be pinched inverter harness. To correct this condition the inverter harness was replaced. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 550:320:654:0000 found in the event history. There was a failure to audibly alarm. There is no further complaint information available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.